Event description:
The customer reported their 8015 turning on by itself. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 turning on by itself. Technical support- customer reports their 8015 turning on by-itself: 1. Recommended customer start with replacing the keypad. 2. Customer will replace keypad. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported their 8015 turning on by-itself. There was no patient involvement.